Event description:
Reporter indicated that device diagnostics testing at routine office visit in 5/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostics testing in december 2001 resulted in normal readings, indicating proper device function at that time. The patient's device settings have been constant since april 2001 except for a gradual decrease in off time. Reporter indicated that the patient's seizures have not been controlled with the vns device and that the patient has not had an increase in seizure activity. The patient has not fallen or experienced any trauma to the chest area and the patient does not manipulate the device through the skin. The patient still feels stimulation and experiences voice alteration. Further follow-up revealed that an x-ray was taken in 5/2002. The physician indicated that the x-ray did not contain the entire chest area and could not be used to determine any lead discontinuities. However, the physician reported that lead appeared to be bent at the point which it exits the generator header. Several attempts were made to determine the model and s/n for the ncp bipolar lead but have been unsuccessful to date. Another x-ray was taken in 5/2002. Results of this second x-ray are unknown at this time as it was reported that the physician has not yet reviewed these films. No action is planned by site until the x-ray and eeg are reviewed. Copies of x-rays from 5/2002 were submitted to the manufacturer for review. Review of this incomplete set of x-rays revealed that the lead electrodes may be positioned correctly on the nerve.